Manufacturer narrative:
Analysis confimred the loss of output and telemetry due to battery depletion. Although a high current drain wad identified, this failure mechanism was lost during analysis. Therefore the cause could not be determined.

Event description:
Unit was explanted due to a report of no output. No further injury or complications associated with the event.